Event description:
Complaint alleged that they were unable to raise head of bed. No injury reported.

Manufacturer narrative:
Tech found that the head of bed was raising properly and could not duplicate the alleged problem. Bed functioning properly. Inserviced nurse.